Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer displayed an error message that it was overheating and it would lock up. The company representative was also having issues with the touch pen and the printing was slow and intermittent. It was also reported the stylus pen was "sticking". The stylus pen was changed out and the problem did not resolve. Anytime it was attempted to select a button, the programmer screen had a very long delay in processing the selection and sometimes did not complete the selection. There were problems with the programmer screen and the analyzer screen so the programmer was removed from the cath lab. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported stylus issue; stylus is intermittently ¿sticking¿ and screen is sometimes slow to react to stylus. Analysis could not confirm the reported overheat issue; programmer passed functional and systems testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.